Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.